Manufacturer narrative:
Approximately 89 cm of the peritoneal catheter was returned. The returned catheter was patent and met the requirements for leak testing. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted due to a subarachnoid hemorrhage. According to the report, six days after implant, the patient had developed an infection and was in a coma. The system was explanted. As of early (B)(6), the patient still had an infection, was receiving anti-infection treatment and in a coma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that there was no allegation that the device caused or contributed to the patient's infection or coma. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.